Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -4.0 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault and the problem was resolved. Cause of event reported as unknown. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -4.0 into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vault. In a separate surgery that day a shorter length lens was implanted and the problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).